Manufacturer narrative:
Investigation: customer returned (1) loose 8mm, 0.5 ml cc insulin syringe. Customer states scale print missing from syringes. The returned syringe was examined and the scale markings were found to be printed in a twisted or bowing pattern around the barrel; the scale was also partially missing, thus confirming the alleged defect. A review of the device history record was completed for batch# 8113654. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Bd was able to duplicate or confirm the customer¿s indicated failure. Possible root causes for missing scale markings include: - damage to the pad. - print drum not touching the pad for ink transfer. - pad heat set incorrectly. - print head timing out of adjustment.

Event description:
It was reported that bd¿ ultra-fine insulin syringes was missing scale print. No serious injury or medical intervention was reported. Verbatim: "material no: 328290, batch no: 8205643. It was reported: that costumer encountered missing scale print from syringes. Verbatim: consumer reported scale print missing from syringes, occurred a few weeks ago. Lot # 8205643, exp 07-31-2023, product # 328290. Sending mail kit and product voucher."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd¿ ultra-fine insulin syringes was missing scale print. No serious injury or medical intervention was reported. Verbatim: "material no: (B)(4), batch no: 8205643. It was reported: that costumer encountered missing scale print from syringes. Verbatim: consumer reported scale print missing from syringes, occurred a few weeks ago. Lot # 8205643, exp 07-31-2023, product # 328290. Sending mail kit and product voucher."